Manufacturer narrative:
Per the manufacturer's subsidiary, the flow sensor appeared to be fine.

Event description:
Upon receipt of the device, the user reported that the flow rate would not display. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the flow pod into lab use only (luo) testing equipment. There was no flow displayed on the screen while the pod was in use. The information on the screen was consistent with what the user would see if there was no flow sensor attached. There were dashes displayed for the flow reading and a 'check sensor' message at the top of the screen. The pod consists of two printed circuit boards (pcb), a generic pcb and an application pcb. The generic pcb was replaced with a luo generic pcb and the issue remained, demonstrating that the issue originated on the application pcb. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.

Manufacturer narrative:
Per supplier evaluation, the flow board was tested in verify mode and passed all testing. The board was fully functional and no issues were found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.